Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a liver rfa (radiofrequency ablation) procedure. The issue was resolved and the system is being retained by the account. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a rfa (radiofrequency ablation) procedure performed on (B)(6), 2010 ((B)(4)). According to the complainant, during the procedure, the console failed to deliver maximum power. The account checked system setup, number and location of grounding pads, connections, impedance, and power settings, but found no evidence of equipment related issues. The connections to the pads and probe were reseated and the performance seemed to improve. The procedure was able to be completed with the same rf 3000 radiofrequency generator. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)the device has not been received for analysis; therefore, the root cause of the reported issue could not be determined.(B)(4)